Event description:
The user facility reported that both channels of the device deflated during a surgical procedure when only one channel was intended to be deflated. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. If this type of event should recur during a bier block procedure, it presents a risk of systemic exposure to local anesthetic.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Discarded by customer.

Event description:
The user facility reported that both channels of the device deflated during a surgical procedure when only one channel was intended to be deflated. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. If this type of event should recur during a bier block procedure, it presents a risk of systemic exposure to local anesthetic.